Event description:
It was later reported that ins replacement was for normal battery depletion as well as taking medication and trying to improve symptoms. The patient clarified statement made during call of it "not working in the past" meaning the battery had depleted normally and was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was uncomfortable stimulation. There was overstimulation or extra stimulation when using the microwave. The battery was replaced due to normal battery depletion. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome, troubleshooting performed, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.